Manufacturer narrative:
Ous MDR - the ICD had been implanted over a period of 38 months. The device first underwent a status interrogation, during which the device could not be interrogated. During the subsequent visual inspection, a sparkover trace was discovered on the ICD housing. The dot-shaped spot of locally melted titanium indicates a sparkover during shock delivery between the housing and the hv-1 conductor of the lead. Shock delivery into a low-ohmic shock path can damage the ICD. The device was then opened. A destroyed final shock stage of the electronic module was identified, which led to a high-current state and thus to discharge of the battery. This damage manifestation is consistent with the sparkover trace on the ICD housing. The analysis did not provide any indications of a material defect or manufacturing error. In summary, a sparkover between the hv-1 conductor of the lead and the ICD housing occurred during a shock delivery. This indicates a defect lead insulation. This conclusion is proven by the sparkover trace on the ICD housing. The sparkover during the shock delivery is equivalent to a shock delivery into a low-ohmic shock path. This "short-circuit" destroyed the final shock stage. This does not constitute a device defect. The damage to the final shock stage resulted in a high current, which led to the discharge of the battery and thus to the clinical observation. There was no material defect or manufacturing error.

Event description:
Ous MDR - after an implantation time of about 38 months, it was reported that a total loss of communication with the kronos was detected during a routine follow-up. During the change-out of the device, a defect of the shock conductor of the guidant lead 'endotak dsp-0125 ((B) (4)/impl. (B) (6) 2001) was found intraoperatively.